Event description:
On 1/30/98, datascope received the following information: the iab was inserted into the patient on 12/15/97 at 6:15 a.m. On 12/15/97 at 11:45 a.m. The iab leaked and the iab was removed. When the iab was removed, sheaths were left in place because of coag problems. No second iab was inserted. The patient was transferred to a nursing home for extended care.patient's current status: discharged - reported 1/30/98.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 2/24/98.